Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with multiple episode of ventricular tachycardia due to possible right ventricular lead noise. The patient had received inappropriate shock due to the noise. No other electrical anomalies were noted. The shock therapy setting was disabled and the patient was hospitalized pending a lead revision. No further information is available.